Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose level was unknown. The customer was disconnected from insulin pump, was sent to hospital via ambulance, and was being treated for diabetic ketoacidosis. The customer was ignored dexcom high alerts and did not check set. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.